Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be undergoing surgical intervention to have an ipg replacement. No other information was provided.

Event description:
This device was inadvertently reported on in the previous report. The patient's ipg became inoperable due to the ipg no longer able to take a charge.

Manufacturer narrative:
(B)(4).

Event description:
Based on information obtained, the ipg became inoperable due to reaching end of life (eol). Post-operatively effective therapy was established.